Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the right ventricular lead was over-sensing noise. Programming changes were made. The patient was stable.